Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia with a maximum blood glucose of 364 mg/dl and an occlusion alert on an inset infusion set (6 mm, 23 in); the alert was initially dismissed without a set change, and glucose remained above target until the infusion set was replaced following troubleshooting and education. Symptoms included hyperglycemia without ketosis, dizziness, loss of consciousness, or other acute complications. Outcomes included no hospitalization, no professional medical intervention, and no use of backup therapy. Investigation included remote troubleshooting, confirmation of the occlusion alert, guidance to perform an infusion set change, and follow-up confirming glucose levels were trending down after the supply change. Investigation of this case revealed an insulin delivery occlusion at the infusion set that resolved after replacing the set, consistent with an infusion set component issue. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion leading to interrupted insulin delivery.